Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: did the same issue occur with both reloads? Yes.

Event description:
It was reported that during an unknown procedure, staples would not be formation after firing. There were no adverse consequences for the patient.